Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula due to which he experienced high blood glucose level which he tried to treat with a bolus via pump. Patient's highest blood glucose level was 517 mg/dl and the infusion set was used for less than a day. On (B)(6) 2020, he was hospitalized due to diabetic ketoacidosis and high blood glucose level. During hospitalization, he was administered fluids and intravenous medication (drug name unknown) which resolved the issue. On (B)(6) 2020, he was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.